Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The lay user/patient's mother contacted animas on (B)(6) 2012 to report high blood glucose (bg) excursions while the patient was on the pump. The patient's mother reported that the patient has obtained elevated bg readings in the 500 mg/dl range starting on the morning of (B)(6) 2012. There was no mention of symptoms with the elevated bg readings. The reporter claimed the patient obtained a reading in the 500's mg/dl after breakfast on (B)(6) 2012. The patient was treated with insulin via injection and confirmed her bg came down. On the morning of (B)(6) 2012, the reporter stated the patient's bg prior to breakfast was 159 mg/dl; however, it went up to 485 mg/dl after breakfast. The patient was given an insulin injection in response to the high bg and the reporter confirmed the patient's bg came down in the 212 mg/dl range. At the time of troubleshooting, the reporter confirmed the pump was set to the correct date and time and all basal segments were set correctly and that the patient was using the correct program. Animas customer support noted that total daily delivery (tdd) added up correctly with basal and bolus histories. The patient confirmed no visible air bubbles in the cartridge or tubing or any indication that insulin was leaking. The patient denied site issues and reported that the patient's bg's continue to be high after meals even after site has been changed twice. Although troubleshooting did not reveal a malfunction of the device, this complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.